Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. Patient condition was stable.